Event description:
It was reported to medtronic minimed that the customer experienced damage along with unspecified alert during testing. The customer reported no adverse event. The event involved product(s) mmt-712ews. Troubleshooting was performed. Customer reported physical damage (crack or scratch) on the pump not related to the retainer ring. No harm requiring medical intervention was reported. Mmt-712ews was requested and customer response was the device will be returned.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Select patient information cannot be provided due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Unit received with cracked/bleeding lcd glass. Unable to perform operating currents, rewind test, self-test, a21 error test, basic occlusion test, occlusion test, prime/a33 test, excessive no delivery test, displacement test and verify e/a alarm or download file history due to cracked/bleeding lcd glass. No moisture damage found on the electronics, motor, battery tube and vibrator assembly noted. The test reservoir locked in place properly and no anomaly noted. The following were noted during visual inspection: scratched case, stained keypad overlay, stained address/serial number label and stained end cap sticker. Unable to verify e/a alarm due to missing segment/partial display. Unit received missing segment/partial display due to cracked/bleeding lcd glass confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.